Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study a4012 experienced a staphylococcus aureus infection at the site of the implantable pulse generator (ipg). The patient was hospitalized and underwent a revision procedure where the ipg and the lead extensions were replaced. The relationship to the device specifically the ipg was reported as causal. The relationship to device stimulation was reported as not related. Additional information was received providing the mailing and email address of the physician. Additional information was received indicating the symptoms that the patient experienced due to the infection were redness, swelling and overheating of the area. The patient was administered antibiotics. The model number of the lead extensions were provided. The explanted devices were disposed of at the medical facility and were not returned to bsc. Additional information was received providing the serial numbers for the lead extensions and updated that the event is resolving.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial/batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial/batch: (B)(6).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: unk-p-dbs-extension model: null serial: null batch: null product family: dbs-extension upn: unk-p-dbs-extension model: null serial: null batch: null.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study a4012 experienced a staphylococcus aureus infection at the site of the implantable pulse generator (ipg). The patient was hospitalized and underwent a revision procedure where the ipg and the lead extensions were replaced. The relationship to the device specifically the ipg was reported as causal. The relationship to device stimulation was reported as not related.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study a4012 experienced a staphylococcus aureus infection at the site of the implantable pulse generator (ipg). The patient was hospitalized and underwent a revision procedure where the ipg and the lead extensions were replaced. The relationship to the device specifically the ipg was reported as causal. The relationship to device stimulation was reported as not related. Additional information was received providing the mailing and email address of the physician.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study a4012 experienced a staphylococcus aureus infection at the site of the implantable pulse generator (ipg). The patient was hospitalized and underwent a revision procedure where the ipg and the lead extensions were replaced. The relationship to the device specifically the ipg was reported as causal. The relationship to device stimulation was reported as not related. Additional information was received providing the mailing and email address of the physician. Additional information was received indicating the symptoms that the patient experienced due to the infection were redness, swelling and overheating of the area. The patient was administered antibiotics. The model number of the lead extensions were provided. The explanted devices were disposed of at the medical facility and were not returned to bsc.